Event description:
The patient presented to our emergency department with persistent low flow alarms on his lvad controller. The low alarms did not resolve with increase in fluid intake. CT scan with contrast completed, showed probable lvad outflow graft twisting and occlusion. The patient was taken for emergency surgery to repair the outflow graft. In the surgery, outflow graft twisting and occlusion of flow was visually confirmed. The surgeon was able to repair the outflow graft with exchanging the pump.